Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 30 degree endoscope plus would not rotate, mirror reversed. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with endoscope adaptor (aea) bearing contributing to friction.